Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan alleging inaccurate readings of "81, 510, 477, 503mg/dl" on her onetouch ping meter vs. "130 smg/dl" performed on another unknown meter performed within 30 minutes in one another. Based on statistical methodology, the calculated difference between these readings exceeds the expected value of <=30%. This complaint is being reported because the reported issue remained unresolved with troubleshooting. There is no indication that the product cause or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.